Event description:
The customer reported that their bedside monitor (bsm) experienced spontaneous reboot due to issues with touchscreen keys.no touchscreen damage noted.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with mu-671ra; sn(B)(6), from patient monitoring: bsm-6701a randomly selects key and reboots on its own. Touchscreen is not damaged. Investigation summary: the root cause of the issue could not be determined as customer stopped communicating after the initial call. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process due to low risk of recurrence.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) experienced spontaneous reboot due to issues with touchscreen keys. No touchscreen damage noted. Attempts were made to obtain patient use information, but were not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) experienced spontaneous reboot due to issues with touchscreen keys. No touchscreen damage noted.